Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use a bd plastipak¿ luer-lock syringe was found with foreign matter as a ¿thread was found inside the barrel.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one unused sample of 50ll has been received for investigation. Upon visual inspection of the sample received it is confirmed that there is plastic particle-fiber inside the syringe. On inspection at 10x magnification confirmed that this fiber is not polypropylene. This plastic particle comes from the stopper bag. Stoppers are supplied in plastic bags closed with clamps. During assembly process the operator must open stopper bags by removing the clamp to feed the stopper feeder for assembly process. Stopper bag was opened by cutting the bag with a cutter instead of removing the clamp. This plastic particle that resulted detached and it attached to the lubricated stopper without being detected. In accordance, we conclude that the root cause of the problem was related with human error. Training has been done to operators regarding this issue and rule. DHR of lot 1711209 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: the root cause of the problem was related with human error. Training has been done to operators regarding this issue and rule.